Manufacturer narrative:
The reason for this revision surgery was instability and collateral laxity. The previous surgery and the revision detailed in this investigation occurred over 5.8 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. There were no ncmrs associated with the components that may have contributed to reported event. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for the event was not reported. No other information was submitted with the complaint regarding any activities the patient was involved in that may have contributed to the reported event. There are multiple factors that may contribute to an event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient being revised for instability and collateral laxity; the empowr knee was removed and converted to an exprt revision.